Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.